Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's omnipod dash personal diabetes manager was overheating and no longer holding a charge. Additionally, the device outer case was reported to have melted. The patient confirmed using an insulet supplied charging cable.

Manufacturer narrative:
Visual inspection of the battery found it to be slightly swollen, when compared with a reference battery. The thickness of the battery was measured to be 0.255 inches. The complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. The returned swollen battery was not attempted to be placed into the returned pdm. A reference battery was placed in the returned pdm and the pdm was able to turn on. The pdm turned on to the loading screen with the returned battery but was unable to get past the loading screen to the lock screen, indicating that the processor boot loader is in critical failure. Once in the loading screen, the pdm was unable to be turned off using the power button. The data was unable to be downloaded from the pdm, and the main menu was unable to be accessed for testing due to this boot loader failure.